Manufacturer narrative:
D6: info not available, device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Analysis conclusion: record purpose only: no analysis could be performed as no instrument was received. The info facility has provided has been reviewed by the appropriate engineering and mfg personnel.

Event description:
It was reported the devices were used during an unknown procedure. It was reported by the affiliate that the devices jammed. There was no pt consequence.